Event description:
It was reported, the patient's trial procedure was abandoned due to the inability to advance the trial scs lead as a result of the patient's anatomy from past injuries as well as effects from previous surgeries.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.